Event description:
The following was reported to hamilton medical ag: front panel eprom error . No patient involvement. Hamilton medical ag addition: start-up not possible with continuos audible alarming

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: front panel eprom error. No patient involvement. Hamilton medical ag addition: start-up not possible with continuos audible alarming.

Event description:
The following was reported to hamilton medical ag: front panel eprom error no patient involvement hamilton medical ag addition: start-up not possible with continuos audible alarming.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during start up of the ventilator which could not start up. No patient was involved. Consequently, the event did not cause or contribute to a death or serious injury. The root cause of the event was determined to be a defective front panel board and the front panel board was changed. The issue is considered a reportable event as it has the potential to impact patient safety during ventilation as medical personnel are unable to control the device and may not be visually alerted as intended/needed for alarms that may require additional action to ensure proper ventilation of the patient.